Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The customer's reportable malfunction was not confirmed. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the xenon light source had an emergency lamp error. The error message was described as the spare lamp icon on the front keypad was flashing. It was reported that it was flashing after bulb replacement and the counter cannot be reset. The issue was found prior to use during inspection of the device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Directions were given to the customer to replace the main lamp and to follow instructions for use to see if counter can be reset and emergency lamp goes off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.